Event description:
It was reported, via phone cell, that a spectrum pump was alarming for a system error 322. This occurred during an infusion in the micu care area. A delay in therapy was noted due to pump needing to be changed. It was reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The pump was evaluated at baxter. The unit was tested for 24 hours with no occurrence of a system error 322. A review of the device history log confirms the system error. The evaluation was unable to determine the cause. When evaluating known contributors of system error 322 it was determined that the upper and lower aux were the failing components. As a result, the upper and lower aux have been replaced.